Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition, confirming the clinical observation. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However, the current consumption was normal. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and as expected. However, the measurement of the battery voltage confirmed an almost depleted battery. The root cause could be narrowed down to an increased self-depletion of the battery. In summary, the pacemaker was implanted for 101 months. The root cause for the unexpected battery behavior was an increased self-depletion of the battery. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.

Event description:
After an implantation period of approx. 101 months, upon interrogation a battery error was observed. The pacemaker was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.